Manufacturer narrative:
Not applicable.

Event description:
During an electro-surgical procedure, which involved coagulating the root of the binary tract, an electrical discharge occurred, resulting in burn to the patient. The renew endocut scissor tip (model 3142) was used as an accessory with the renew handpiece (model 3904).